Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
The sigma universal handle broke while impacting the femoral implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states the sigma universal handle broke while impacting the femoral implant. This failure will be attributed to the device being worn from normal use and servicing. Due to the nature of the complaint, the risk to the patient was considered low and therefore no further action is required. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.